Event description:
It was reported that a pt underwent a sling procedure in 2009. During placement of the device, the urethra was perforated. The device was removed and the procedure was not completed. The perforation was noticed during a leak test and cystoscopy at the end of the procedure.

Manufacturer narrative:
Date sent to the FDA: 10/15/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: the actual device lot number associated with this event is not known. The following is a possible lot number. Lot 3157309 mfg date: 07/11/2008, exp dire: 05/31/2010. In addition, a review of the batch mfg records for the possible lot number was conducted and the batch met all finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2009-01179. The same device is represented in each medwatch as it was involved in two events.